Manufacturer narrative:
The biomedical engineer reported that his central nurse's station (cns) had a blue screen. The unit was swapped out with a consignment unit. No patient harm occurred when unit failed. Nurse's monitored patients locally from the bedsides until the consignment unit was put in place. Failure was due to a hard drive failure. Customer has requested the part number for a new hard drive for his unit.

Event description:
The biomedical engineer reported that his central nurse's station (cns) had a blue screen.